Event description:
It was reported, that colonic ftrd was used to treat a lesion in the sigmoid colon. The clip application was not verfied prior to the tissue resection. The resulting perforation was closed by surgery. The patient recovered well.

Manufacturer narrative:
It was reported that colonic ftrd was used to treat a lesion in the sigmoid colon. Clip application was not verified before tissue resection was defined in the IFU. The resulting perforation was closed by surgery. The following technical analysis of the device in question, did not reveal any deviation from product specification. In a functional test the clip could be deployed without any problem. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: [?]follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1